Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a surgical procedure the laser stopped working and two vitrectomies did not work. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No sample has been returned for evaluation for the report of the two probes not working; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The system was found to meet specifications. A sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined.